Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as the serial number was not provided. Results: no device returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be submitted.

Event description:
Medtronic received info that this bioprosthesis, implanted for almost three years, was explanted due to stenosis and high gradients. Intra-operatively, the valve did not exhibit significant dysfunction. There were no adverse pt effects reported.